Manufacturer narrative:
H6: updated. The suspected pump was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that no volume appeared to have infused from the ropivacaine epidural bag, despite the pump displaying normal function and infusion history. Inspection of the setup revealed that the pca tubing, not epidural tubing, was connected to the epidural pump. The epidural pump recorded infusion activity despite medication not being delivered to the patient, due to incompatible tubing being used. As a result, ropivacaine epidural medication was not infused as intended, while the patient¿s pain control was maintained via IV pca.